Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that the autofill chamber as part of the 900pt563 airspiral tube and chamber kit with nebulizer adapter was found to have overfilled above the maximum water level line. There was no patient consequence.

Manufacturer narrative:
(B)(6). D2, h4: complete device identification information has been requested from the healthcare facility. Fisher & paykel healthcare (f&p) has requested for the subject autofill chamber to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the autofill chamber as part of the 900pt563 airspiral tube and chamber kit with nebulizer adapter is a component designed for use with the airvo humidification series to provide nasal high flow (nhf) therapy. Air and externally supplied oxygen are blown from the airvo into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.